Manufacturer narrative:
(B)(4). Concomitant medical products - unknown zimmer tibial component catalog #: ni lot #: ni, unknown zimmer femoral component catalog #: ni lot #: ni. Foreign - (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital will not release the device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address ongoing pain after a fall, potential osteolysis and instability approximately seventeen (17) years post-operatively. During the revision, it was identified that the polyethylene articular surface was worn, however, all components were still well-fixed in their intended positions. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.